Event description:
It was reported that tip detachment occurred. The target lesion was located in the superficial femoral artery. A 300cm v-14 controlwire guide wire was selected and advanced to the lesion. However, the distal tip of the wire got broken inside the patient. The physician wasn't able to withdraw the small distal tip of the broken wire so it was left inside. The procedure was completed with another v-14 guide wire. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch and has the distal tip damaged, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents: the distal tip kinked at 298.5cm from the proximal end to distal end; and the polymer coating peeled at 299.5cm from the proximal end. Dimensional inspection: all the outer diameter (od) taken were compared and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the superficial femoral artery. A 300cm v-14¿ controlwire® guide wire was selected and advanced to the lesion. However, the distal tip of the wire got broken inside the patient. The physician wasn't able to withdraw the small distal tip of the broken wire so it was left inside. The procedure was completed with another v-14 guide wire. No patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).